Event description:
It was found during a baxter eval that a pump falsely alarm for upstream occlusion. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval experienced a false upstream occlusion alarm during testing. Eval found the upper reading on the ultrasonic sensor with a fluid filled tube to be low caused by a failed upstream error. With low ultrasonic readings, it would make the pump more sensitive to upstream occlusion alarms. Upstream sensor was replaced.